Event description:
It was reported that the device was found to be in safety mode upon interrogation. The patient reported heart palpitations and a possible inappropriate shock, resulting from the change in pacing and sensing associated with safety mode. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the device was found to be in safety mode upon interrogation. The patient reported heart palpitations and a possible inappropriate shock, resulting from the change in pacing and sensing associated with safety mode. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. No adverse patient effects were reported.